Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance out of its introducer sheath and into a non-penumbra microcatheter; therefore, it was removed. The procedure was completed using another coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pusher assembly was fractured approximately 138.0 cm from proximal end. The pet lock was intact on the proximal end of the pusher assembly. The embolization coil was detached inside the introducer sheath. The pusher assembly had multiple kinks along its length. Conclusion: evaluation of the returned smart coil revealed kinks along the length of the pusher assembly. These pusher assembly kinks were likely a result of advancing the device against the resistance experienced during the procedure. Further evaluation revealed a fractured pusher assembly and detached embolization coil. If a kinked device is further manipulated or handled, the kink may worsen into a fracture. If the device fractures, the pull wire will likely retract out of the distal detachment tip (ddt) allowing the embolization coil to detach. Based on the return condition, some of the kinks were likely incidental to the complaint and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter was not returned for evaluation, therefore, the root cause of the initial resistance was unable to be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.